Event description:
During setup for the case a hair was discovered on top of the gown in the heart pack. Manufacturer response for heart pack, medline (per site reporter): they will initiate a quality control evaluation and send us replacement product.